Event description:
It was reported that shortly following the implant procedure, high capture threshold measurements resulted in loss of capture (loc) from the right ventricular (rv) lead. There was no evidence of asystole. The physician elected to surgically reposition the rv lead to resolve the event. The patient was stable with no additional adverse consequences and the rv lead remains implanted and in service.